Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had surgery today to remove and reconnect the cervical leads because they fell and disconnected last year around (B)(6) 2024. Patient stated they haven't been able to turn the cervical stimulator on since the surgery today because they are getting no device found on the controller. Agent asked patient to connect with the controller and controller show passive recharge screen. Patient service reviewed meaning of the screen and recommend patient consult with healthcare provider ofc for next steps. Agent reviewed best practice to recharging the ins. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is date valid section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.